Event description:
It was reported that since the pt fell on ice at work she has experienced a shocking sensation, buzzing sensation and pain down her entire right side. The pt was at home. Further info is being requested from the hcp.